Event description:
Additional information was received from a healthcare provider via a company representative who reported that no issue was discerned during the catheter revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8784 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2017; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg/ml at 613 mcg per day) via an implantable pump for unknown indications for use. It was reported that the patient reported symptoms of withdrawal over the past couple weeks but they had resolved. A dye study was performed today to evaluate system integrity. The side port was accessed under direct fluoroscopic visualization and clear cerebrospinal fluid was aspirated from the port. Contrast was then injected but no contrast was noted in the intrathecal space; a collection of contrast was located in the pocket posterior to the pump instead. The patient was referred for revision on an unknown date. There were no external factors involved and no other actions were currently taken. The issue was not resolved.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the pump segment of the catheter was explanted, and a new pump segment of catheter was connected to the existing pump and remainder of the existing catheter.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6)2017 explanted: (B)(6)2025 product type catheter h11 ¿ corrected information: code a0104 is no longer applicable for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.